Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)" was confirmed during the functional testing and based on the review of the archive data. The root cause for the ua45 error was due to the driveshaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The customer reported a complaint that "the autopulse platform displayed ua18 (max take-up revolutions exceeded)" was confirmed based on the archive data review and the load cell characterization test. The root cause for the customer's reported ua18 error message was a defective load cell, likely due to a defective component or mishandling such as a drop. Upon visual inspection, no physical damage was observed. The archive data indicated several ua45 and ua18 error messages on and around the customer reported event date; thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to the ua45 error message displayed upon powering on, and the driveshaft was rotated to the home position to address the ua45 error. Upon further testing, the autopulse platform failed the load cell characterization test due to a defective load cell #2. The defective load cell was replaced to address the ua18 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and ua18 (max take-up revolutions exceeded) error messages upon powering on. Zoll tech support personnel provided the customer with step-by-step instructions on how to clear ua45 and ua18 error messages; however, the errors persisted. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.